Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector needle was difficult to remove. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when advancing catheter, plastic guide getting snagged when trying to advance plastic catheter and remove needle from device... I have had this happen with both 20g and 18g"

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported conditions of threading difficult, needle penetration difficult / painful, and safety shield activation failure (catheter) were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector needle was difficult to remove. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when advancing catheter, plastic guide getting snagged when trying to advance plastic catheter and remove needle from device... I have had this happen with both 20g and 18g."